Event description:
It was reported that during preparations for a procedure to treat atrial fibrillation, a catheter was found to be covered in a dusty white residue. The catheter was replaced with an alternative device, and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.